Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The insertion tube was crushed. Watertightness is not maintained due to cracks in the operation part. There was dirt on the operation part that was difficult to remove. Field fogging occurred due to objective lens damage. There was dirt on the dioptric ring. The display on the base of the light guide mounting part was unclear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the insertion tube of the tracheal intubation fiberscope collapsed. The device was returned and an evaluation revealed, the coating of image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.